Event description:
It was reported that during use on a patient, the display screen of the cs100 intra-aortic balloon pump (iabp) blacked out. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Corrected fields: h3, h6(device codes & evaluation method code 10). A getinge service representative reported that customer decided to purchase a new iabp unit. The defective iabp unit will no longer be used at the facility, and was not repaired; however, it was suspected that the reported issue was caused by a malfunction of the power unit and main board. This iabp has been decommissioned and returned to the customer without any repair.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate. The fse observed that fault code # 7 was logged in the iabp log files 17 times. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the display screen for the cs100 intra-aortic balloon pump (iabp) blacked out. It is unknown if there was any patient harm/injury. However, there was no adverse event reported.